Event description:
Other half of the tampon was in the consumer's body- vagina [foreign body in reproductive tract] . There was only half the tampon [device breakage]. There was only half the tampon when it was pulled out [complication of device removal]. Painful - vagina [vulvovaginal pain]. Case description: consumer reported via e-mail that there was only half a tampon when she took it out. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.